Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the screen blacked-out due to defective printed circuit board. It was also reported that the front panel was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high definition lcd monitor produced flickering image under serial digital interface (sdi) in 1 channel. The customer was not under sedation and there were no delays. Inspection and testing of the returned device found a defective printed circuit board. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.